Manufacturer narrative:
Multiple attempts have been made to try to obtain additional information, but no response received from the customer. No ventilator serial number available. A follow up report will be submitted when new information becomes available.

Event description:
Covidien received medwatch number 2024500-2012-00007 stating that the ventilator alarmed mechanical failure and was unable to restart.